Event description:
A theatre sister reported that the system made a "pinging" sound and then went into emergency shut-down (a red triangle was displayed) while a patient was on the table. The equipment was restarted and surgery completed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).